Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain, vomiting, and diarrhea. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with ceftazidime 2 grams per day intraperitoneally (duration not reported) and cefazolin 2 grams per day intraperitoneally which was stopped one day after onset for the peritonitis event. One day after onset, the patient began treatment with gentamicin 50 milligrams per day (route and duration not reported) for the peritonitis event. At the time of this report, antibiotic treatments with ceftazidime and gentamicin were ongoing. Extraneal and physioneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the peritoneal dialysis catheter was removed. Fifteen days prior to the receipt of this additional information, extraneal and physioneal therapies were discontinued and it was reported that the patient would not return to peritoneal dialysis therapy. Five days prior to the receipt of this additional information, treatment with ceftazidime and gentamicin was stopped. The patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.